Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received seven shocks for atrial fibrillation with rapid ventricular response. The remaining longevity of the device was discussed. The device is still in use. No further patient complications have been reported as a result of this event.